Event description:
Caller indicated the relion prime meter was reading high. Customer said she took a reading in the evening around 4:07pm and meter read 532, she said that was too high for her but she thought her glucose was high because she was feeling hot and her face was red. When her glucose is high she will rest and feel better after an hour. At 5:13 she tested again and meter read hi and that¿s when she got scared and went to the hospital. At the hospital they did several tests to make sure she was ok. Around 5:30-6:00pm her glucose was 279 and she doesn¿t believe her glucose would have gone down that fast and that much in one hour. She didn¿t take any medication when she got the hi reading because she normally takes her medication in the morning and at night. She did a control test on the meter and it fell in range. Meter read 112 and the range for the solution is 90-114. She is washing hands, lets them dry and changes her lancet every time, but she¿s storing the strips in the bathroom. I let her know that the bathroom would not be a recommended place to store product because it could affect the strips and cause inaccurate readings. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.